Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger h3:analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a sc_interrupt check// 0/fail . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-28 (B)(4): it was reported that information was received from a patient regarding an external device. The reason for call was patient reported that, since probably friday night, they were seeing system problem rm03 while attempting to charge the implanted neurostimulator (ins). Patient stated that if they unplug the recharger and plug it back in the controller would start recharging again but the message kept appearing. Patient mentioned that they has tried resetting the controller but the issue persisted. Patient reported no visible damage on recharger or controller port. Patient reported recharger was warm, but not hot while charging ins. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient re-inserted the battery pack and confirmed controller was 50% and implant 90% with green light flashing above controller screen. Agent had caller blow air into controller port and then connect recharger; patient confirmed charging excellent. After a few minutes of charging, rm03 message reappeared. The issue was not resolved. An email was sent to repair for recharger exchange unit.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that, since probably friday night, they were seeing system problem rm03 while attempting to charge the implanted neurostimulator (ins). Patient stated that if they unplug the recharger and plug it back in the controller would start recharging again but the message kept appearing. Patient mentioned that they has tried resetting the controller but the issue persisted. Patient reported no visible damage on recharger or controller port. Patient reported recharger was warm, but not hot while charging ins. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient re-inserted the battery pack and confirmed controller was 50% and implant 90% with green light flashing above controller screen. Agent had caller blow air into controller port and then connect recharger; patient confirmed charging excellent. After a few minutes of charging, rm03 message reappeared. The issue was not resolved. An email was sent to repair for recharger exchange unit.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.